Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was charged for 250 hours and the power up test was performed. The pump was found to have a delaminated/degraded downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the delaminated/degraded dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was not saving settings and needed a new clock battery. The customer returned the product for the device not saving settings and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. This occurred during testing, and there was no patient involvement.